Manufacturer narrative:
Revision occurred after 7 days due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 days after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. A 40 mm centered glenosphere and a 40 mm + 9 135/145* humeral stability cup were explanted. These items were replaced with an identical glenosphere, identical cup, and a 9 mm spacer. First notification of revision occurred on (B)(6) 2025, however, the per was closed for non-response after 3 attempts were made for more information. The first information that gave indication of reportability was received by fx on 30-oct-2025. Revision occurred due to dislocation of unknown cause.